Event description:
It was reported that (3) devices were used during a laparoscopic colon. It was reported by the affiliate that the handle was too difficult on one lcs15. The other two after 2 minutes, had no function and emitted noises (used with both h1tuv and h2tuv). Another instrument was used to complete the case. There was no consequence to the pt.